Manufacturer narrative:
The investigation for the reported limb ischemia has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the limb ischemia could not be determined.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Event description:
The japanese complainant placed impella cp placed to support an 84-year-old female patient admitted in with coronary disease and awaiting/planning for a transcatheter aortic valve replacement (tavr). The team placed the impella cp and extracorporeal membrane oxygenation (ECMO) for support. The team placed antegrade sheath to reduce limb ischemia. After 18 hours of support the patient expired from multi-organ failure (mof) and bleeding. The bleeding cause was from the antegrade sheath and arterial damage. The physician noted issues with coagulation and no pump malfunction. Medical safety review of the event noted the use of the impella cp device cannot conclusively be associated with the outcome (patient's demise).